Event description:
Reporter stated that customer received the following results on the aviva combo system within 10 minutes: 25.0 mmol/l and 12 mmol/l. The customer had hyperglycemic symptoms of feeling "sick (dehydrated, dyspnea)." The customer's husband called the ambulance and customer was transported to the hospital. She was treated with insulin and diagnosed with "ketoacidosis." At an unspecified time, the customer's hospital lab result was 38.4 mmol/l. No adverse event due to the device reported. The customer spent 2 days in the intensive care unit and was then moved to the regular care unit. The customer is feeling better now. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).